Event description:
Customer called to report priming the new reservoir and the insulin squirted out and the customer did not have the option to escape when the insulin exited. Device was not dropped or bumped. Customer reverted to back up plan of manual injections.